Event description:
Some previously reported details had been provided via information received from medwatch report (B)(4).

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Final investigation: the cartridge was returned for investigation decontaminated. Failure description - the provided cartridge is in a used condition. The sliding sheet is bent and a lateral web is broken off. The fragment is not available for investigation. Vigilance investigator carried out the pictorial documentation visually and microscopically. Two clips remained in the cartridge. The sliding sheet is deformed at the distal end and one of the lateral webs is broken off. The fragment is not available for investigation. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale - the root cause of the error was most likely caused by too much pressure during application. Presumably, the tissue was pressed too hard into the jaw, therefore the clip was pushed back and the sliding plate was bent. Because of the bent sliding sheet, the complete cartridge released form the shaft. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Preliminary investigation results: up to now, the product is not available for investigation. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. According to the quality standard and the device history records, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper mounting or an overload situation.

Event description:
It was reported that there was an issue with a challenger ti ligatur clips cartridge. While using the challenger clip applier, the disposable cartridge popped off of instrument inside the patient. The cartridge was retrieved. This was a laparscopic/robotic case. The clips cartridge was provided for investigation. The challenger clip applicator was not provided for investigation. The patient harm is not known up to now. Additional information was not provided. This malfunction is filed under aag reference (B)(4).